Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that customer had high blood glucose value of over 500 mg/dl. Customer mother also reported that insulin pump gives insulin flow block alarm. Troubleshooting was performed and insulin exited customer was treated with the insulin pump. The device was not expected to be returned for analysis.